Event description:
Reportedly, on (B)(6) 2013, some information in the patient screen was missing upon printing. This observation was noted at the implantation procedure with two different pacemakers. An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.